Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(4) 2013. The pt reported that a silver piece fell from the ez breathe atomizer into his mouth while is use. He added that he was coughing and had to pull the silver component from the back of his throat in order to remove the device component. The pt reported that he did not require any medical intervention as a result of the event.